Manufacturer narrative:
The monitor was manufactured september 19, 2005 and review of the device history record supports that there were no non-conformances noted during the manufacturing of the referenced monitor. Additionally, no prior service has been documented for this device. Per edwards¿ procedures the useful life of the monitor is 5 years. The referenced monitor has significantly exceeded its useful life. Examination of the returned device was unable to confirm the customer¿s complaint. No failures were observed during evaluation of the device. All functional testing, as well as electrical safety testing, was successfully performed without any issues noted for any reason. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were identified. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has yet to be received. A supplemental report will be submitted accordingly one the device is returned and evaluated.

Event description:
It was reported that during use, the vigileo monitor failed to display co (cardiac output) and ci (cardiac index) values which were representative of the patient's clinical status. No alert, alarm, or fault message was reported with respect to this event and no patient compromise occurred. The issue was resolved by exchanging the monitor. Additional information regarding this event was unable to be obtained. No other system-related devices were identified as suspect. The monitor is available for evaluation.